Event description:
Had to use my fingers to get part of the tampon top out one time- vagina [foreign body in reproductive tract]. Tampon itself would fall apart [device breakage]. When I pull them out the tampon itself would fall apart, had to use my fingers to get part of tampon out [complication of device removal]. Case narrative: consumer reported via phone that tampons are falling apart during use. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to use my fingers to get part of the tampon top out one time- vagina [foreign body in reproductive tract]. Tampon itself would fall apart [device breakage]. When I pull them out the tampon itself would fall apart, had to use my fingers to get part of tampon out [complication of device removal]. Case narrative: consumer reported via phone that tampons are falling apart during use. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.